Event description:
It was reported the device is given a constant speaker malfunction and there is no sound coming from the device. The device was not in clinical use at time of event. There was no adverse event reported.